Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and foreign body ("foreign body in her right side lower abdominal, consistent with essure micro insert") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2011. The patient's past medical history included uterine perforation. In 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain/ severe abdominal cramping") and dizziness ("dizziness"). On (B)(6) 2012, the patient experienced foreign body (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), menorrhagia ("heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), depression ("worsening her depression"), anxiety ("worsening of her anxiety") and malaise ("not feeling well"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2011, her left fallopian tube was removed, as well as the ectopic pregnancy) and surgery (bilateral salpingectomy right fallopian tube, remaining left fallopian tube tissue was removed). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, foreign body, dysmenorrhoea, menorrhagia, menstrual disorder, dyspareunia, depression, anxiety, abdominal pain, dizziness and malaise outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dizziness, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, foreign body, malaise, menorrhagia and menstrual disorder to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Second pregnancy case created ((B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2012: foreing body in right side lower adominal area on (B)(6) 2011, a pelvic ultrasound and blood test was performed, the results of which revealed that plaintiff was pregnant. Concerning the injuries reported in this case, the following one was described/confirmed in patient¿s medical records: abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ("ectopic pregnancy") and device breakage ("foreign body in her right side lower abdominal, consistent with essure micro insert") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2011. In 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), the first episode of abdominal pain ("abdominal pain") and dizziness ("dizziness"). On (B)(6) 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of abdominal pain ("severe abdominal cramping"), menorrhagia (" heavy menstrual bleeding/ prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dyspareunia ("painful intercourse"), depression ("worsening her depression"), anxiety ("worsening of her anxiety") and malaise ("not feeling well"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (on (B)(6) 2011, her left fallopian tube was removed, as well as the ectopic pregnancy) and surgery (bilateral salpingectomy right fallopian tube, remaining left fallopian tube tissue was removed). Essure was removed on (B)(6) 2016. At the time of the report, the ectopic pregnancy with contraceptive device, device breakage, dysmenorrhoea, the last episode of abdominal pain, menorrhagia, menstrual disorder, dyspareunia, depression, anxiety, dizziness and malaise outcome was unknown. The reporter considered anxiety, depression, device breakage, dizziness, dysmenorrhoea, dyspareunia, ectopic pregnancy with contraceptive device, malaise, menorrhagia, menstrual disorder, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure. The reporter commented: symptoms have mostly resolved, though some remain. Second pregnancy case created (2017-(B)(4)). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2012: foreign body in right side lower abdominal area on (B)(6) 2011, a pelvic ultrasound and blood test was performed, the results of which revealed that plaintiff was pregnant. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.